Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During remote monitoring, the device was found to have reached the elective replacement indicator (eri) and then entered backup vvi (bvvi) mode due to memory corruption. Abbott technical support was contacted and suspected premature battery depletion. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of premature battery depletion was not confirmed, backup mode was confirmed. As received, the device was found in backup mode. Analysis of device image indicates that elective replacement alert was falsely triggered, consistent with auto-capture being enabled and in high output mode at times. The backup condition resulted from code corruption but the cause of code corruption could not be determined. Field information was requested but not available at the time of this analysis to help assess the cause of code corruption. Product code was reloaded and the device was tested under nominal conditions, indicating normal functionality. Further testing under various pulse amplitudes found the output voltage and battery current within normal range. Additionally, the device was monitored under load for several days with normal results. Despite extensive testing the backup condition could not be reproduced. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. As a result of this finding, abbott performed further investigation and concluded that a potential cause was likely to be emi exposure, but as the device image was severely corrupted and the customer was not able to provide session records, this could not be confirmed.